Event description:
The patient was required to have an indwelling artery to monitor invasive blood pressure, and a blood specimen was retained, unpacked, and given to the patient for puncture, which revealed that the outer tubing of the indwelling needle was damaged and fractured.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.